Event description:
A pt was transported to the MRI department of paramedic personnel,and the MRI technologist cleared everyone of contraindicated materials. As the pt was being moved into the scan room on an aluminum gurney, a small oxygen tank hidden under the pt's blankets was pulled out and towards the magnet. The oxygen tank's path of travel pinned out of the paramedics to the magnet who could not escape from it's force. The MRI technologist quenched the magnet using the emergency quench button and the paramedic was freed. Evaluation and treatment were offered to the paramedic, but it was declined and no further information of the paramedic,but it was declined and no further information of the paramedic's condition is known at this time. The MRI department has instituted new clearance procedures for all personnel entering the magnet room.